Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited shocking lead impedance measurements of over 125 ohms for every test. The daily measurements also have readings of over 125 ohms. The device was implanted one week ago and no inductions were done at time of implant, so there are no actual shock deliveries to check for shock impedance.